Event description:
It was reported that the device reached elective replacement indicator (eri) level faster than expected. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of longevity anomalies and premature battery depletion was not confirmed. The device was in backup mode when received. Analysis of the device image indicated the device was operated above eri level throughout the implant duration and reached end of service (eos) level after the explanted date, consistent with post explanted cold temperature exposure. The device was implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations in usage. These conditions can result in fluctuations of battery voltage level measurements, which affects the longevity estimates. After replacing the battery, electrical and mechanical test results indicated normal functionality. Device was implanted for 8.17 years which exceeded its projected longevity and is considered normal battery depletion.